Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the malfunction. The se then replaced the graphical user interface (gui) printed circuit board (pcb) and backlight inverter pcb. The device then passed all testing.

Event description:
It was reported that a ventilator touchscreen was not functioning and had duplicate images on the lower half of the display. The ventilator was not in use on a patient at the time that the malfunction occurred.